Manufacturer narrative:
(B)(4). Method: one of the ten complaint mr290 autofeed humidification chambers was returned to fisher & paykel healthcare in new zealand and was visually inspected. Results: visual inspection revealed a crack in the chamber dome stretching along the base, below one of the ports. Residue was observed around the crack. Visual inspection also revealed there was a break in the water feedset tube at the point of insertion to the water bag spike. The surface at the break was rough (not smoothly cut). A lot check revealed no other complaints for lot number 120226. Conclusion: the residue around the crack suggests that the damage was caused by the chamber coming into contact with a solution containing ethanol which resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The damage to the water feedset appears to be the result of the tube being pulled away from the spike, possibly due to the feedset being caught or under tension. Past investigations have shown that the problem has been caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that ten mr290v vented autofeed humidification chambers were found damaged during use. No patient consequence was reported.